Manufacturer narrative:
(B)(4). The customer reported the device was discarded. Investigation is not yet complete. A follow-up will be submitted with all relevant information.

Event description:
It was reported that an arteriotomy closure of the common femoral artery was attempted using a proglide device via a 9f sheath hole after a thrombectomy (neuro procedure) interventional procedure. Reportedly, when lifting the lever to deploy the foot, an abnormal sensation was felt and a "clack" was heard. Use of the device was continued. The needles and cuffs did not connect, so the knot was loose when the suture came out after the plunger was removed [cuff miss occurred]. A dissection occurred in the femoral artery. Manual arterial compression was applied for 45 minutes to treat the dissection and to achieve hemostasis. Per the physician, calcification was not observed; however, it is suspected, which prevented the cuff to fully deploy. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Event description:
It was reported that an arteriotomy closure of the common femoral artery was attempted using a proglide device via a 9f sheath hole after a thrombectomy (neuro procedure) interventional procedure. Reportedly, when lifting the lever to deploy the foot, an abnormal sensation was felt and a "clack" was heard. Use of the device was continued. The needles and cuffs did not connect, so the knot was loose when the suture came out after the plunger was removed [cuff miss occurred]. A dissection occurred in the femoral artery. Manual arterial compression was applied for 45 minutes to treat the dissection and to achieve hemostasis. Per the physician, calcification was not observed; however, it is suspected, which prevented the cuff to fully deploy. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Medical device (B)(4). Use after damage and failure to follow steps/instructions. (B)(4). Indication for use the customer reported the device was discarded. Investigation is not yet complete. A follow-up will be submitted with all relevant information.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. It should be noted that the proglide instructions for use (IFU) states: do not use the perclose proglide suture mediated closure (smc) device if the packaging or sterile barrier has been previously opened or damaged or if the components appear to be damaged or defective. The IFU also states: for sheath sizes greater than 8f, at least two devices and the pre-close technique are required. The absence of performing the pre-close technique would not have contributed to the reported difficulties. It was reported that a femoral angiogram was not taken, however, calcification was suspected at the access site. It should be noted that the IFU states: prior to deployment of the perclose proglide smc device, perform a femoral angiogram to evaluate the access site for vessel size, calcium deposits, tortuosity, and for disease or dissections of the wall to avoid device cuff misses (device needles not engaging with the cuffs) and / or posterior wall suture placement and possible ligation of the anterior and posterior walls of the vessel. The reported difficulties appear to be related to interaction with the suspected calcification as the absence of angiogram performed to verify the presence of calcification present at the access site and continued deployment may have contributed to the reported difficulties. The patient effect of dissection is listed in the proglide IFU as a potential complication associated with the use of suture-mediated closure devices. The subsequent treatment appears to be related to procedure circumstance. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.h6: medical device problem code 2921 was removed.